Event description:
The manufacturer received information that a trilogy evo ventilator required evaluation as requested by the customer. There was no harm or injury reported. The trilogy evo ventilator was returned to the third party service center for evaluation. Based on the occurrence of a ventilator inoperative error code e-59, which indicates the battery is not charging, it was determined the devices power supply was defective and required replacement. The power supply was replaced resulting in resolution of the error code e-59. This device was serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements. Additional findings not related to the malfunction/issue: components affected by contamination were replaced. Maintenance was completed which included parts replacement per the maintenance schedule.